Event description:
It was reported that the customer's insulin pump was alarming and squirting the insulin out during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion and was unable to prime during prime test due to protruded/loose drive support disk. Unit received with cracked reservoir tube lip, belt clip slot, battery tube threads and scratched reservoir tube window.